Event description:
The account stated that the intelidrive on the bed is not working due to hydraulic fluid leaking from both the head and foot hi-lo cylinders into the intelidrive, causing damage to the pacm circuit board.

Manufacturer narrative:
The technician cleaned the spilled hydraulic fluid and replaced the pacm circuit board to repair the bed.